Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: case was upgraded as serious incident, previously reported event injury was updated as medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil removed in two fragments from left fallopian tube') and embedded device ('thin coiled wires are identified embedded within the fallopian tube segments') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included female sterilization, pelvic pain female, gravida ii, parity 2 and dyspareunia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy and removal of essure device). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage and embedded device outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2011(discrepancy noted as per mr). Four coils were noted to protrude from the tubal ostia after the deployment device had been withdrawn, and the right tubal ostia was then visualized and the essure coil deployed in a similar fashion. Two coils were noted to protrude from the ostia after withdrawal of the deployment. Device. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil removed in two fragments from left fallopian tube') and embedded device ('thin coiled wires are identified embedded within the fallopian tube segments') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included female sterilization, pelvic pain female, gravida ii, parity 2 and dyspareunia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy and removal of essure device). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage and embedded device outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2011(discrepancy noted as per mr). Four coils were noted to protrude from the tubal ostia after the deployment device had been withdrawn, and the right tubal ostia was then visualized and the essure coil deployed in a similar fashion. Two coils were noted to protrude from the ostia after withdrawal of the deployment. Device. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: event 'medical device removal' was updated by 'essure coil removed in two fragments from left fallopian tube'. Event: 'thin coiled wires are identified embedded within the fallopian tube', medical history, removal date, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.